Manufacturer narrative:
Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider. Additionally, change your cartridge every 48-72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. During troubleshooting, it was discovered customer was using pump supplies for 6 days. Customer changed pump supplies to address the issue and resumed insulin delivery. Customer's blood glucose was 292 mg/dl.